Event description:
It was reported that, during a hip surgery, the ref xlpe 36 20 deg 54-56 f did not lock after several attempts to the cup. The procedure was completed, with a delay less than 30 min, using a s+n back-up device. The condition of the patient is unknown.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.